Event description:
Pre-vac sterilizer #4 malfunctioned producing a positive biological indicator test strip result (culture gram +) comments by dept manager: "ran a biological indicator in loads #03499404, #30599404 - incubated on friday 2/5/99. Results were positive. Also noted that bowie-dick test was borderline questionable results. Or, infection control and vp of pt services were notified. Machine taken out of service & recall of sterilizer items. A list of physicians and 13 pts involved in surgical procedures was forwarded to infection control for f/u & monitoring. Sterilizer service was done on 2/2/99 (day before 1st positive) 2/4/99 (day after 1st positive and before 2nd positive) and 2/10/99 (after 2nd positive) door gasket was replaced, door switch adjusted - no adverse reports to date on the 13 pt exposures.